Manufacturer narrative:
(B)(4).

Event description:
It was reported that resistance was met when removing the swg from the catheter, and the swg kinked. The catheter and swg were removed as one. As a result, a new kit was opened and used to complete the procedure. The event occurred in the pulmonary medicine department. There was a delay in treatment, but no harm was caused to the patient. No complications or death occurred to the patient.